Event description:
It was reported that the patient experienced three infusion sets falling off within a few hours of use due to adhesive issues on (B)(6)2026.

Manufacturer narrative:
Initial 2 of 3.e1: name: (B)(6).country: united states of america.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.